Manufacturer narrative:
Follow-up information received on 17-dec-2015: physician letter dated (B)(6) 2015: patient presented with complaints of abnormally heavy and painful cycles, flu-like symptoms, abdominal pain and bloating, unexplained rashes and severe night sweats which she attributed to the insertion of essure. Immediate relief of symptoms following removal. No recurrence of any previously reported symptoms. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and stated that she was more prone to infections and had an extreme allergy to nickel. She also experienced bleeding (interpreted as genital bleeding). The reported events were considered serious due to medical importance, the first is unlisted according to reference safety information for essure while the other events are listed. In this particular case the patient reported that after essure insertion she was more prone to infections of sinuses, glands and sore throats; considering sinus/throat infection physiopathology and given essure local action at the fallopian tubes a causal relation between this event and the suspect insert was considered as very unlikely. Regarding the event extremely allergic to nickel the patient experienced unusual rashes and according to her after an allergy test her physician advised to remove essure; the inserts were removed and most of her symptoms resolved. Given this positive temporal relationship and dechallenge a causal relation between this event and essure cannot be excluded. In this case, consumer experienced bleeding about a month after insertion. Considering that genital bleeding may occur with essure therapy and given a positive temporal relationship, a causal relationship between bleeding and suspect insert cannot be excluded. Due to the reported intervention (laparotomy) it was considered an incident. Additionally, non-serious events were reported. A product technical complaint investigation was performed and concluded that based on the available information there is no reason to suspect quality defect of essure.

Manufacturer narrative:
Follow up information (medical records) received on 19-jan-2016: on (B)(6) 2012, essure was inserted for permanente sterilization. During the insertion procedure, cervical dilatation was performed and anesthetic agent (paracervical uterine nerve) was applied. A thorough hysteroscopic uterine cavity assessment was carried out, small uterine perforation made in posterior aspect of lus/cervix but no active bleeding noted. The intrauterine cavity was then identified and essure performed. The physician was unable to find area of perforation at end of procedure. Tubal ostia were seen clearly, giving the expectation of successful bilateral placement of the essure micro-inserts. Once the delivery system was withdrawn, the position of the essure micro-insert was assessed. The number of expanded coils that appeared trailing into the uterine cavity was 4. The identical steps were undertaken to insert the essure microinsert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. The patient tolerated the procedure well, stating she had only mild cramps at most. On (B)(6) 2013, the hsg (hysterosalpingogram) was performed and metallic densities were seen in bilateral fallopian tube regions. No contrast filling of the fallopian tubes, consistent with occlusion. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and stated that she was more prone to infections and had an extreme allergy to nickel. She also experienced bleeding (interpreted as genital bleeding). The reported events were considered serious due to medical importance, the first is unlisted according to reference safety information for essure while the other events are listed. In this particular case the patient reported that after essure insertion she was more prone to infections of sinuses, glands and sore throats; considering sinus/throat infection physiopathology and given essure local action at the fallopian tubes a causal relation between this event and the suspect insert was considered as very unlikely. Regarding the event extremely allergic to nickel the patient experienced unusual rashes and according to her after an allergy test her physician advised to remove essure; the inserts were removed and most of her symptoms resolved. Given this positive temporal relationship and dechallenge a causal relation between this event and essure cannot be excluded. In this case, consumer experienced bleeding about a month after insertion. Considering that genital bleeding may occur with essure therapy and given a positive temporal relationship, a causal relationship between bleeding and suspect insert cannot be excluded. Due to the reported intervention (laparotomy) it was considered an incident. Additionally, non-serious events were reported. A product technical complaint investigation was performed and concluded that based on the available information there is no reason to suspect quality defect of essure.

Manufacturer narrative:
Follow-up information was received on 08-jul-2015. Medical history included drug reaction with lexapro (sweats, felt as if blood sugar dropped), parabens (hives), thyroid dysfunction, preeclampsia, cholecystectomy (2008). She does not smoke and drinks 0-1 drink per week (beer). She had 03 pregnancies, 03 live births (01 term, 02 preterm). Concerning family's medical history, gallbladder cancer was suffered by her mother and breast cancer was suffered by her maternal grandmother. Concomitant medication included levothyroxine sodium (synthroid) 150mcg by mouth daily and prenatal vitamin (1 tablet by mouth daily). In (B)(6) 2012 she had essure implanted and since then she was experiencing pelvic and back pain, heavy cycles and dysmenorrhea. She has tried nsaia, pill and antibiotics and non has helped. She was concerned that may be secondary to a nickel allergy and that reaction was from that. On (B)(6) 2013 she came to the office to discuss pelvic pain and heavy cycles since essure was implanted. Uterus was slightly enlarged and fibroids were noted; those were small and would not contribute to pain. On (B)(6) 2013 pap was done and showed negative; negative high risk hpv and her ca-125 was in the normal range. On (B)(6) 2014 a pelvic ultrasound was performed and showed heterogenous fibroid uterus. No further information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and stated that she was more prone to infections and had an extreme allergy to nickel. The reported events were considered serious due to medical importance, the first is unlisted according to reference safety information for essure while the other is listed. In this particular case the patient reported that after essure insertion she was more prone to infections of sinuses, glands and sore throats; considering sinus/throat infection physiopathology and given essure local action at the fallopian tubes a causal relation between this event and the suspect insert was considered as very unlikely. Regarding the event extremely allergic to nickel the patient experienced unusual rashes and according to her after an allergy test her physician advised to remove essure; the inserts were removed and most of her symptoms resolved. Given this positive temporal relationship and dechallenge a causal relation between this event and essure cannot be excluded and due to the reported intervention (laparotomy) it was considered an incident. Additionally, non-serious events were reported. A product technical complaint investigation was performed and concluded that based on the available information there is no reason to suspect quality defect of essure.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up (medical records) information on 16-nov-2015 it was reported that on (B)(6) 2012 essure was inserted; patient tolerated procedure well, stating she had only mild cramps. On (B)(6) 2012, patient said that she did not like essure and would like to reverse it. She stated that coils were burning her inside and spotting on and off. On (B)(6) 2012, she complained of ovarian and pelvic pain post essure. She also had sharp pains, burning, headaches, nausea, hot flashes, sometimes going to bathroom hurts, bleeding, irritability, dizziness and problems with sleep. Between (B)(6) 2012, consumer experienced intermittent symptoms such as: soreness, flu-like symptoms, cramping, pain, congestion, migraines, brain hurts, chest feels like there was a weight on it, wheezing and coughing, pain lower left back and uterus, left tube cramping, old blood discharge, sore throat, left pelvic pain, body aches. Consumer reported allergy testing and no real allergies other than nickel. On (B)(6) 2012, nickel allergy was confirmed with patch testing. Ultrasound was done and 2 uterine fibroids were seen (small 1.3cm hemorrhagic cyst on right). On (B)(6) 2013, she complained of pelvic pain and heavy cycles since essure. Uterus was slightly enlarged and fibroids were present. These were small and would not contribute to pain. Patient was concerned that this may be secondary to a nickel allergy and that her reaction was from this. She has been presented with a hysterectomy but would like to keep her uterus. She has been told that a procedure exists that can remove implants and rejoin tubes to uterus. Patient was seen in office (B)(6) 2012, (B)(6) 2013 for lumbar muscle strain which resolved completely with physical therapy and a tens unit. On (B)(6) 2014, ultrasound was done and heterogeneous fibroid uterus was seen; anteverted uterus. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and stated that she was more prone to infections and had an extreme allergy to nickel. She also experienced bleeding (interpreted as genital bleeding). The reported events were considered serious due to medical importance, the first is unlisted according to reference safety information for essure while the other events are listed. In this particular case the patient reported that after essure insertion she was more prone to infections of sinuses, glands and sore throats; considering sinus/throat infection physiopathology and given essure local action at the fallopian tubes a causal relation between this event and the suspect insert was considered as very unlikely. Regarding the event extremely allergic to nickel the patient experienced unusual rashes and according to her after an allergy test her physician advised to remove essure; the inserts were removed and most of her symptoms resolved. Given this positive temporal relationship and dechallenge a causal relation between this event and essure cannot be excluded. In this case, consumer experienced bleeding about a month after insertion. Considering that genital bleeding may occur with essure therapy and given a positive temporal relationship, a causal relationship between bleeding and suspect insert cannot be excluded. Due to the reported intervention (laparotomy) it was considered an incident. Additionally, non-serious events were reported. A product technical complaint investigation was performed and concluded that based on the available information there is no reason to suspect quality defect of essure.

Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2013 which refers to a (B)(6) year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced extremely painful (like labor) periods, extremely heavy clotting periods - blood clots are large, before essure she never had a period longer than 3 days, now they are 7+ days, they leave me anemic, extreme exhaustion, sharp pain in pelvis - seems to be burning/inflamed pain in pelvis, more prone to infections, irritated/sore throat and sinus/ear passages, migraines, lower back pain, swelling in belly, weight in the evening shows 10 pounds difference, and extremely allergic to nickel. Additional information received on (B)(4) 2013. No information was given on consumer's history, past drugs, concurrent conditions and concomitant medication. On (B)(6) 2012 the consumer had essure (fallopian tube occlusion insert) inserted. Consumer reported that essure implant is affecting her ability to do her job and she wants her health and quality of life restored. She also reported that, if she wants to have a career, she has no option but get them removed and states that, if she must go through surgery, she wants to make sure all of the implants materials are removed. Consumer states that she would like her anatomy restored and does not want to deal with premature menopause and does want to have the best surgery possible to reduce risk of ectopic pregnancy. Consumer experienced extremely painful (labor like) and heavy, clotting periods (large clots). Before essure she never had a period longer than 3 days and compared to this they were very light. Now they are 7+ days and extremely painful, interrupting her ability to work. They leave her anemic and she states that they are so awful that she suspects they might even be miscarriages; she has never had bad menstrual cycle like this before. Additionally consumer reported that extreme exhaustion has been one of her worst symptoms, it started right after implantation and will not go away even with changes in diet, exercise and sleep to try to counteract it. She also experienced burning in pelvis and states that, for the first few months, this was sharp pain but now it seems to be burning/inflamed pain more often. She presented unusual rashes that come and go in private areas, sometimes odd places like knees and ankles and is more prone to infections of sinuses, glands and sore throats; she has had irritated/sore throat and sinus/ear passages since the day of implantation. This has not gone away despite antibiotics. Consumer also suffers from really bad migraines, low back pain, swelling in belly and states that her weight, in the evening, shows10 pounds difference. She states that, at first, the appalling answer from the ob's office was hysterectomy. Then the ob put her on birth control for 3 months and offered to remove the tubes. However, physician has never removed essure before and consumer does not have enough confidence in her to remove it and states that she is not willing to lose parts of her body. She reported that she didn't sign up for that and one of the main reasons she got essure was so that her tubes would not have to be cut. No one told her that hysterectomy was a risk, just "major surgery"- which she took to mean the coils could safely be cut out of the tubes. If the literature or anyone had told her that hysterectomy was such a risk, she would not have done this. Additionally she reported that in (B)(4) 2012, when the symptoms would not get better, she saw an allergist. She is extremely allergic to nickel and the test caused extremely itchy, painful blisters over half of her back that lingered for about a month. Consumer tried to live with the symptoms but stated that living with these horrific cycles and fatigue is debilitating quality of life too much. She really like the idea of essure, but it is just not working for her. She informed that the idea that these are miscarriages is very distressing and she didn't sign up for that. Also she is concerned about the long term effects of nickel allergy and wonder whether the inflammation will contribute to strokes, heart disease or cancer? According to her recent studies has pointed to inflammation as a major contributor. She cannot get a full-strength MRI, or what if she needs one in a hurry while people are trying to figure out if she can go in the machine or not. All things point to it being safest to having the coils removed, especially in those where allergic inflammation is occurring. Reporter causality was not reported. Correction ((B)(4) 2103): incident category updated to non-incident as there is no criteria to consider the serious events as "serious injury". Follow-up received on (B)(4) 2013: ptc global and local number were received. Follow-up received on 19-jan-2014: despite follow-up attempts, no new information has been received yet. Follow-up received on 23-jan-2014: product technical complaint investigation and final assessment received. This adverse event report is related to a product technical complaint (ptc) - request for confirmation of quality. The bayer reference number for the ptc report is: (B)(4) and the local number is (B)(4). If the outcome of the ptc investigation confirms a quality defect or a counterfeit, this will be communicated in a follow-up report. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), "processing essure cases in (B)(4)." FDA evaluation - no testing methods performed. Results: no results available since no evaluation performed. Conclusions: unable to confirm complaint; device not returned. Medical assessment: the medical events reported are not indicative of a quality deficit per se. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Follow up information received on 13-aug-2014: consumer was requesting legal compensation of costs incurred due to essure because the product did not work for her. Essure was implanted in (B)(6) 2012. After implantation she experienced problems, including extreme fatigue, longer, labor-like periods, rashes, headaches, lower back pain and more. After reporting lower back pain to her primary physician, he put her through physical therapy to see if that would improve it. After her primary physician saw the allergy test results, he advised consumer with an allergy level of 4 that the essure implants should be removed as soon as possible. In (B)(6) 2014 essure was bilaterally removed. Most all of the symptoms resolved after essure was removed, including the lower back pain. Her periods also returned back to a normal 2-3 days in length with normal cramping and she has no night sweats. No further information was provided. Based on the received information, this case was upgraded to incident (serious injury. Required intervention) follow-up information received on 29-aug-2014: no response to follow-ups attempts. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) years-old female consumer who had essure (fallopian tube occlusion insert) inserted and stated that she was more prone to infections and had an extreme allergy to nickel. The reported events were considered serious due to medical importance, the first is unlisted according to reference safety information for essure while the other is listed. In this particular case the consumer reported that after essure insertion she was more prone to infections of sinuses, glands and sore throats; considering sinus/throat infection physiopathology and given essure local action at the fallopian tubes a causal relation between this event and the suspect insert was considered as very unlikely and it was therefore, assessed as non-incident. Regarding the event extremely allergic to nickel the consumer experienced unusual rashes and according to her after an allergy test her physician advised to remove essure; the inserts were removed and most of her symptoms resolved. Given this positive temporal relationship and dechallenge a causal relation between this event and essure cannot be excluded and due to the reported intervention it was considered an incident. Additionally, non-serious events were reported. A product technical complaint investigation was performed and concluded that based on the available information there is no reason to suspect quality defect of essure.

Manufacturer narrative:
Follow-information received on 05-sep-2014 from physician (case medically confirmed now): reporter stated that a laparotomy was performed to remove essure and that a hsg was performed post remal (as reported). It was denied: hysterectomy, salpingectomy, signs and symptoms of infection. During surgery, devices were found within normal location and condition. No further information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and stated that she was more prone to infections and had an extreme allergy to nickel. The reported events were considered serious due to medical importance, the first is unlisted according to reference safety information for essure while the other is listed. In this particular case the patient reported that after essure insertion she was more prone to infections of sinuses, glands and sore throats; considering sinus/throat infection physiopathology and given essure local action at the fallopian tubes a causal relation between this event and the suspect insert was considered as very unlikely. Regarding the event extremely allergic to nickel the patient experienced unusual rashes and according to her after an allergy test her physician advised to remove essure; the inserts were removed and most of her symptoms resolved. Given this positive temporal relationship and dechallenge a causal relation between this event and essure cannot be excluded and due to the reported intervention (laparotomy) it was considered an incident. Additionally, non-serious events were reported. A product technical complaint investigation was perfomed and concluded that based on the available information there is no reason to suspect quality defect of essure.